Manufacturer narrative:
The report of auto-reducing was confirmed. Analysis of the returned lead extension found an area along the body where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the extension was subjected to while still in vivo.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the patients left lead and one extension were explanted and replaced. Surgical intervention addressed the issue, note: both of the patients extensions are being reported as explanted because it is unknown which extension was replaced.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-02375, related manufacturer reference number: 1627487-2020-02378. It was reported the patient experienced ineffective stimulation due to auto reducing. The issue began following a patient fall. X-rays revealed a lead fracture. Surgical intervention was undertaken on (B)(6) 2020 during which the patient¿s extensions and lead were examined to determine the cause of the issue. Intra op testing revealed high impedance on the lead and extension. No product was explanted or revised. Additional surgical intervention may be pending to replace the lead.